Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a peripherally inserted central catheter (PICC). The customer reports that the patient had cording, along with a red streak swelling up the extremity. Chlopaprep and betadine were used to clean the area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion, nor was it difficult to secure. The PICC was chevroned with transparent dressing. The PICC was inserted on (B)(6) 2013 into the right cephalic and it was used for continuous feed. Heparin 1 unit/ml in a 10 ml syringe was used to flush the line. The hub was cleaned with an alcohol wipe. The PICC was removed on (B)(6) 2013 with a sterile saline wipe. A septic work-up was done and the infant remained on antibiotics. The patient has since been discharged to go home.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.